Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a kink in the tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that subq remodulin ms3 device was infusing but was not. The pump was not making any of the indicative noises and an air bubble in the tubing was moving backwards toward the pump and away from the patient. It was reported that the patient said it had alarmed that it was not delivering. Troubleshooting was performed but the alarm persisted. There were patient involvement and no patient harm/adverse event reported. Patient switched to IV in the hospital.

Manufacturer narrative:
Device not received by manufacturer. Serial number: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.